Event description:
It was reported that the patient received inappropriate shocks over the weekend for what appears to be rv lead noise. Hv therapy was deactivated and the physician plans to implant a new rv lead. Further information notes that the lead was capped and replaced. The patient had no adverse effects during the procedure nor any issues during her post op stay.